Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl at the time of the incident. Another blood glucose level was 285 mg/dl. The customer was treated with food. Customer stated that insulin pump was constantly beeping which was not too loud and no alarm. Customer stated that they performed displacement and self test and insulin pump did pass both the test but still insulin pump was beeping.the device will not be returned for analysis.